Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced multiple high voltage therapy due to polymorphic ventricular tachycardia and fibrillation. It was noted that the implantable cardioverter defibrillator detected the arrhythmia appropriately but did not sense a few events due to the polymorphic ventricular tachycardia. It was also noted that the device sinus detection was programmed to detect too fast. The rhythm was quickly classified as a sinus rhythm after a high voltage therapy. This caused a delay in therapy because the device had to re-classify the continued arrhythmia. No programming changes were made at this time and the clinic elected to continue to monitor the patient. The patient was reported to be in stable condition.